Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Visual analysis of the returned device identified: weight to the spec, crease fold, deformation, yellow particles, wear abrasion. Cloudy and bubbles were observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Patient reported "pain and inflammation for over 10years." This record is for the left side. Patient additionally reported left side "seroma and contracture", baker grade unknown. Device was explanted.

Event description:
The capsular contracture is baker grade IV.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: inflammation/irritation. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported "pain and inflammation for over 10years." This record is for the left side. Device has been explanted.

Manufacturer narrative:
The events of inflammation/irritation, capsular contracture, and seroma are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: inflammation/irritation, seroma-late, and capsular contracture, baker grade unknown.

Event description:
Patient additionally reported left side "seroma and contracture", baker grade unknown. Device was explanted.